Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 44mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing and no button error alarm was noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.